Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Surgical procedure performed. Date of the surgical procedure. Section / tissue where the problem with the device was presented. Demographic data of the patient (initials beginning with last name, age, gender). Was there any damage / consequences in the patient due to the problem presented with the device? (No; yes and describe in detail). Does the surgeon consider that the total surgical procedure lasted beyond what was expected such that the anesthesia dose had to be increased / modified due to the problem with the medical device and this caused damage / consequence in the patient? (No; yes, how long, clinical evaluation of the damage).what is the current status of the patient? (For example: discharged without consequences arising from the problem with the device, in recovery from surgery, continues to be hospitalized due to¿ etc.). Is the product going to be able to be recovered for analysis? (No and reason; yes and return status).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture cuts in the surgical process. The thread broke by tension. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). One empty opened overwrap packet, one detached needle and a suture piece were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture piece was examined, body fluids and the ends of the suture were cut, which appeared to be by the use of a surgical instrument. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test cannot be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the condition of the opened sample, the assignable cause of suture breakage suggests an improper handling.